Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated: 0001825034 - 2019 - 04305. Report source: foreign: event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded

Event description:
It was reported the patient was revised approximately four months post-implantation to address disassociation of the glenosphere and base plate. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at this time.